Event description:
Our ref: 2005 0407-3-1 according to luton & du7nstable hosp, pump was involved in incident with pt. Pump collected and quarantined, no dials have been altered said to be set at o2 battery included. Fault said to have delivered 12 hours too fast.

Manufacturer narrative:
Eval summary: after testing in accordance with internal test spec., the only test identified as a failure was the thrust test. The expected cut off point should not exceed 5kg., and in this case the result was greater than 5kg. Although the occlusion was out of specification, it should be noted that this would not have affected the delivery rate. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.